Manufacturer narrative:
Date sent to the FDA: 08/30/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and a reservoir was connected to a drain. The reservoir could not suction exudate properly though it was connected to a drain. The reservoir got inflated with air. When the reservoir was replaced to another one, it worked properly. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Actual product returned and evaluated. The inlet ports as well as the antireflux valve was inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open and it was confirmed that the duckbill valve is not occluded. Also while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back through the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was-in good condition, there was no presence of weak welding or over welding that could cause a leakage. No void, hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and that did not happen.